Event description:
The target lesion was carotid artery. Calcification, vessel tortuosity and the rate of stenosis were unk. During the procedure, the initial precise stent (details unk) was placed but it did not cover the entire target lesion. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. A second precise (complaint product) was advanced to cover the distal lesion. However, the distal tip of the sds got caught on the initially placed stent strut and could not be advanced any further. The device was removed from the patient's body without difficulty. The physician decided not to advance any additional stent and the procedure was terminated. There was no adverse consequence to the patient.

Manufacturer narrative:
This report is for an unk precise stent. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.